Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: there were no visual anomalies noted on the device. The device was examined under magnification (20x) and no anomalies were noted. The needle was inspected under magnification (30x) and no visual anomalies were noted. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times with each trigger, for a total of 20 tests. The device was able to prime and fire properly. Medical records review: medical records were not provided; therefore, a medical records review could not be performed. Image/photo review: one photo was received and. The photo shows a stock image of the reusable biopsy needle guide for an ultrasound probe. Based on the photo review, the reported detachment and device-device incompatibility could not be confirmed. Conclusion: the device and one photo were provided. Based on the investigation the device was unconfirmed for detachment as the needle was intact. The device was inconclusive for device-device incompatibility as the introducer sheath was not returned for evaluation. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the needle allegedly became stuck in an unknown sheath guide after the tenth sample pass. The needle had to be removed from the patient with the sheath guide as one unit. It was further reported that a broken piece of the needle was allegedly found inside of the sheath guide. It is unknown how the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the needle allegedly became stuck in an unknown sheath guide. The needle had to be removed from the patient with the sheath guide as one unit. It was further reported that a broken piece of the needle was allegedly found inside of the sheath guide. A new device was opened and used on the same patient. On the tenth sample pass, allegedly the same thing happened as the first device. It is unknown how the procedure was completed. There was no reported patient injury.